Manufacturer narrative:
A siemens customer service engineer was dispatched to the customer site. The cse performed a carryover study and did not find any instrument malfunction. A siemens headquarters support center (hsc) specialist reviewed the sample handling information provided by the customer and determined that the customer spun the samples at high speeds. The hsc specialist recommended the customer to follow the tube manufacturer recommendations. The cause of the (B)(6) results on patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The customer contacted a siemens customer care center (ccc) specialist and reported that they obtained (B)(6) results on patient samples on an advia centaur cp instrument. The customer stated that some of the patient samples which initially tested as (B)(6) were resulting as (B)(6) upon repeat testing. The customer provided an example of a (B)(6) result obtained on a patient sample. This sample was repeated on the same instrument in duplicate, resulting (B)(6) both times. It is unknown if the initial or repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the (B)(6) results.